Event description:
This report is based on information provided by philips bench service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating there was device paddle scorch. Based on the information available, device is evaluated at customer site and identified the root cause of reported issue is due to the defective paddles and paddle tray plates. Device is working fine as per manufacturer's specifications after replacement of defective paddles and paddle tray plates. The investigation concludes that no further action is required at this time.